Event description:
The user facility initially reported that the radiopaque strip in a lap sponge was breaking in half and totally off in some cases. Upon follow up, the user facility clarified that the sponge loop (handle), not the radiopaque strip, was either pulling completely off the lap or was breaking in half. No patient or healthcare worker injury was reported.